Event description:
It was reported a week and a half ago the patient slipped and fell down some stairs, though the patient said this was ¿no big deal¿ and didn¿t hurt that bad. After the fall, the patient had "problems with their t spine," and when they breathed deep it hurt and was a weird pain; however, the patient stated they were not trying to correlate this to the fall. The patient stated they hadn¿t been using their spinal cord stimulation as much because they had a desk job. The patient went to charge the implantable neurostimulator (ins) last night because they were going to be doing more walking and standing, and they were unable to charge the ins or sync with both recharger and patient programmer. It was reported the patient last successfully recharged their device three weeks ago, which was a normal time between charging for the patient. The patient thought the ins battery was possibly empty. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).